Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements are normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract MDR number 2017865-2012-03023. Review of fluoro by st. Jude medical found that the conductors were not externalized.